Manufacturer narrative:
Correction: initial reporter phone # annex b: b21 annex c: c21. Annex d: d16. Additional information: device eval by manufacturer?, manufacturer narrative. Annex a: a1205, a13. Annex g: g02013, g02004. Annex b: b01, b14. Annex c: c0401, c07. Annex d: d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had error code 571.6241. There was patient involvement but no harm. Subsequent inspection by the hospital biomed indicated there was loose board components inside.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the device had error code 571.6241. There was patient involvement but no harm. Subsequent inspection by the hospital biomed indicated there was loose board components inside.

Event description:
It was reported that the device had error code 571.6241. There was patient involvement but no harm. Subsequent inspection by the hospital biomed indicated there was loose board components inside.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.